Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. During preparation, upon opening the package, the catheter was observed to have a kink near the hub. The catheter was not used in the procedure.

Manufacturer narrative:
Result: the 5maxace catheter is kinked approximately 1.0 cm from the hub underneath the hypo-tube at the beginning of the spiral cut strain relief. Conclusion: the complaint has been evaluated. The complaint indicates that upon opening the package; the 5maxace catheter was kinked near the hub. Evaluation of the returned product confirmed a kink and a fracture of the 5maxace catheter approximately 1.0 cm from the hub underneath the hypo-tube at the beginning of the spiral cut strain relief. This damage was likely caused by improper handling of the device when attempting to remove it from the packaging hoop. If the proximal end of the catheter is torqued or bent at an angle during removal, the catheter shaft may fracture in this location. These devices are 100% visually inspected for damage during packaging. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.